Event description:
Caller reported potential false positive troponin (tni) on the triage cardiac panel for one patient when tested twice in one day. Patient was not tested on a reference lab. Caller has had similar discrepancy with tni twice in the last couple of weeks. Lab room temperature was at 20 degrees celsius and samples were left at room temperature. Controls ran close to the mean. Caller did not have any patient information.

Manufacturer narrative:
Investigation pending.